Event description:
Information was received from (B)(6) that the patient presented with a headache and decreased level of consciousness and was hospitalized requiring evacuation of blood from the brain. Heparin was stopped and a craniotomy was performed with the location of the bleeding reported as the brain parenchymal. Anticoagulation had been controlled with an inr of 2.8. It was indicated that there was no device malfunction and the relationship of the event to the device per the clinician was unknown. The outcome of the patient was reported as ongoing, currently conscious in the ICU with pneumonia.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and neurological dysfunction are known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Clinical and patient factors including comorbidities maybe possible contributors to the event. The root cause of the event cannot be conclusively determined; however, with review of the available information and as reported there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. (B)(4). Device remains implanted.